Event description:
It was reported that the pump battery could not be charged. The customer experienced an elevated blood glucose level of 530 mg/dl. Customer administered a correction injection to address the bg. The customer reverted to an alternate method of insulin therapy.